Event description:
It was reported that the patient had their ipg explanted due to infection on (B)(6) 2019. The leads were left implanted and the patient was given antibiotics.

Event description:
It was reported that the patient's infection had cleared and was reimplanted on (B)(6) 2019. Effective stimulation was established post op.